Event description:
Pt presented back 10 days post op and looked good, good tissue granulation, wound looked healthy, 2 more weeks passed and pt came back with redness and what looked to be a rash or infection. Doctor started on 2 weeks of bactrim, still no resolve. Decided to remove mesh to allow patient to heal. When he went in to remove, there was no tissue incorporation, adhesions and bad tissue that was so red around fascia, omentum and bowel. No infection found when cultured.

Manufacturer narrative:
Currently in the process of performing an evaluation. A review of the device history records, including the sterilization records, indicated that the mesh was processed and inspected according to procedures and no deviations were found. A follow-up report will be submitted upon completion of the evaluation.